Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reported that probably about 2 weeks ago, they noticed they were feeling a lot of stimulation down below where they would sit on a bike seat. The patient stated they wanted to decrease their stimulation but they couldn't figure out how to connect to their settings. Patient services reviewed external device function with the patient and the patient was able to successfully connect to see their settings and the stimulation was at 1.7 ma when it was supposed to be at 0.9 ma. The therapy was on. The patient stated they didn't know how the stimulation level came to be at 1.7 ma and denied having had any changes made to cause the stimulation to be at 1.7 ma. Patient services reviewed it would be unexpected for the stimulation level to change on its own and walked the patient through decreasing the stimulation back down to 0.9 ma. Patient confirmed they no longer felt the stimulation but stated they were now comfortable. External devices were functioning as intended. The patient was going to monitor their symptoms and follow up with their managing health care provider if the issue persisted. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
H6: removed a090407 and e0138 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.